Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported the steps taken to resolve the reported issue were that the programmer had been lost at the facility, and they discovered that the stimulator had been turned off by someone at the facility or somehow. It was stated that the reported issue was resolved since a manufacturer representative came to turn the unit on as they didn't have a programmer. A new patient programmer was provided by the manufacturer. It was noted the programmer had gone through laundry cycles at the facility.

Event description:
A consumer reported that the patient had a loss of stimulation and therapy that suddenly occurred on (B)(6) 2016. The patient was currently in a nursing facility. The change in the patient's health included really bad tremors on the right side, not being able to speak, being bedridden, and only taking in fluids. The patient was a little better on the day of the report. The patient experienced no falls or trauma and the implantable neurostimulator (ins) had not been checked. The reporter planned to check the ins with the recharger later since the patient programmer was missing. The reporter had contacted the patient's health care provider (hcp). The patient had last met with the hcp on (B)(6) 2016 and the ins was fully charged. The hcp later reported the ins was turned off. A manufacturing representative had met with the patient to turn the ins back on. The loss of stimulation and symptom had been resolved. The patient's indication for use is parkinson's dual and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.